Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when using the device, the suture and needle were found detached when unpacking. Another device was used to complete the procedure. There was no patient injury.